Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria for lot 3365742 and product code 810081. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on 12/7/2009 and the mesh was implanted. Post-op, the patient experienced repeated urinary tract infection, inability to have sex and hip, stomach and lower back pain. The patient also experienced inflammation in the vagina, anxiety and runny nose. No further information is available.